Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228576 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 228576 and test base part number 195-430h / lot 224827. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228576 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Additional testing was performed with the flowflex antigen self-test on the same day and generated a positive result. The consumer was experiencing congestion in the head, coughing and a sore throat and was taking dayquil for her cough and head congestion. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.